Manufacturer narrative:
Anaysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2011, during a follow-up the patient developed exit block. Impedance and sensing measurement were stable. Pacing threshold could not be determined. The lead was explanted.